Event description:
A claims specialist reported an incident involving an invacare irc5po2v concentrator, an alleged death. Adjustor states there is no allegation of defect or malfunction. No additional information available at this time. File will be updated when / if additional information is received.

Manufacturer narrative:
(B)(4). Additional information. Additional information received from initial reporter; the o2 tubing became entangled in the patients wheelchair. The tubing was then pulled out from the o2 concentrator and the patient passed away from a lack of oxygen. He stated that the concentrator was tested and found to be working properly. No defect or malfunction of the concentrator has been alleged.

Event description:
A claims specialist reported an incident involving an invacare irc5po2v concentrator, an alleged death. Adjustor states there is no allegation of defect or malfunction. No additional information available at this time. File will be updated when / if additional information is received.